Event description:
Caller indicated the relion prime meter was giving variable readings. The customer stated he ate breakfast about 9am this morning. He waited a few hours later to test his blood glucose. While sitting in his chair about 1pm he decided to check his glucose levels. He stated he washed his hands and allowed them to dry thoroughly an also changed his lancets. He state he received the first reading of 66mg then he tested right after and received 330mg within 10 minutes. The customer stated he doesn¿t have any control solution and the meter is a few weeks old. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.